Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was at the grocery store. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection revealed housing damage, raised housing boss inserts and abrasions on the primary motor/gearbox assembly and main printed circuit board assembly (pcba). Based on the damage observed, it is likely that the driver was subjected to an impact shock. Review of the alarm history (eeprom) confirmed the reported fault alarm with a "bottom pressure too high" fault code. "Bottom pressure too high" fault codes are typically indicative of a degrading u22 pressure sensor component on the main pcba. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a failure of the pressure sensor (u22) on the main pcba as a result of corrosion on the internal bond wires. Syncardia initiated a CAPA (corrective or preventive action) to provide corrective action to prevent u22 pressure sensor failures. The freedom driver was repaired and serviced, including replacement of the main pcba, and passed all functional and performance testing. This failure mode posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was at the grocery store. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.